Event description:
It was reported that during implant no response from the pulse generator once lead was connected. A setscrew anomaly was noted when the physician tried to remove the lead. The device was not used.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.